Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by vomiting, abdominal pain and not feeling well. The cause of the event was unknown. The day after event onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Pd therapy ongoing. No additional information is available.